Event description:
The customer reported the set cracked and leaked at the pt end. Tape was put around the cracked area. The set was in use 1-2 hours. Thee was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.